Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed

Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua 21( position change does not coincide with motor direction) and a user advisory 45 (not at "home" position after power- on/restart) message. Several attempts to reposition the shaft were made, however, the issue could not be resolved. Additional information was received on (B)(4) 2013, whereby customer indicated that this incident occurred during a training session and there was no patient involvement. The user advisories were cleared after the battery was changed and the system was able to be rebooted with no recurring errors. No additional details were provided.